Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. The patient experienced episodes of vf, was intubated and not doing well. A review of the session records showed that the patient had vf events and all hv therapies were delivered which did not convert the vf. High out of range hv lead impedance was noted. The episode duration was listed as 16 minutes, 46 seconds and finally ended when the vf is intermittently undersensed and the device declared return to sinus. In addition, there was a vf event on (B)(6) 2016 where the device needed to deliver 3 max output shocks to convert the vf. Upon review of the emg it was determined that the undersensing was not a device malfunction, but it is due to the patient's underlying condition.